Manufacturer narrative:
Lot number - 18n001, 18n002. The actual samples were received at the plant for evaluation. The returned units were labeled for single use. Visual inspection of the units noted no evidence of particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that there was white precipitate at the luer end of three (3) large volume infusors. This was observed prior to patient use. There was no patient involvement. No additional information is available.